Event description:
Customer reported an issue with the spectrum monitor which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of spo2 cable. The unit was calibrated and safety tested to factory specifications.